Manufacturer narrative:
The medical device was evaluated and failure cannot be duplicated under our laboratory conditions. The valve meets all its specifications. Overdrainage cannot be explained by the valve itself which is able to resist to a 105 mm h2o intracranial pressure. If a pt's intracranial pressure becomes higher than 105 mm h2o or if the differential pressure is higher than 105 mm h2o, drainage cannot be limited by the valve. Implantation of higher pressure valve could have prevented this overdrainage. Instruction for use state that overdrainage is a known complication of every cerebro-spinal fluid shunt. At this time, the complaint is considered to be closed.

Event description:
The valve was implanted on a pt presenting symptoms of hydrocephalus on (B)(6) 2010. Further to the observation of an overdrainage, the neurosurgeon decided to explant the valve. He wanted to know the reason of the incident.